Event description:
The pt fell in 2008. Since then, the pt had a lack of therapeutic effect. The pump was checked and found to be empty; the expected volume was not reported. The pt was prescribed oral medication until the pump could be refilled the next day. The pt was at home and her status was reported to be "fair:". The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.